Event description:
It was reported that the customer had a high blood glucose but not hospitalized. The customer's blood glucose level was 411 mg/dl. The customer was treated with her insulin pump. The customer declined to troubleshoot her insulin pump for high blood glucose. The customer was asked why her blood glucose level was high. The customer states that she was popping glucose tablets last night because her sensor was reading her low. The customer was advised that she should not treat based on sg value. The customer was advised of high blood glucose follow up email and interaction after email.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.